Manufacturer narrative:
Other applicable components are: product ID 309328 lot# 0208783332 serial# implanted: (B)(6)2014 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a return of urinary incontinence and urgent miction where miction was every 2 hours. It was reported that they had the same issue on (b)(6 2017. There was a report of lead migration and battery depletion. Lead migration was discovered the day of stimulator replacement. It was reported that the event was related to the stimulator, to the lead and related to the stimulation. Actions taken include a device explant and replacement, lead explantand replacement, and the device programming was done. The outcome of the event was resolved on (B)(6) 2017. Relevant medical history includes neurologic urinary incontinence since 2009. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328 lot# 0208783332 implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the neurostimulator was implanted in (B)(6)2014 and changed in (B)(6)2017. 2.5 years of lifetime is a little short on the 5 years expected. The intensity of the device was at 6.5 volts during the first 18 months and then 3.6 volts and 1.6 volts at the end. The sensitivity of the person is different because tetraparesis following a c2c4 tumor. The implantable neurostimulator (ins) was programmed to amplitude 210 ¿sec and frequency of 14 hz on electrode 3093. No cycling was used and no interrogation printouts were available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208783332, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a return of urinary incontinence due to lead migration and normal battery depletion. There was an urgent miction with miction every 2 hours. It was not related to the procedure, related to stimulator, related to lead, and not related to stimulation. No further complications were reported/anticipated.